Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a laparoscopic right indirect inguinal hernia repair on (B)(6) 2010 and mesh was implanted. The patient developed post operative pain in late 2010 and that increased (B)(6) 2011. A CT scan was negative. On (B)(6) 2011, a laparoscope was performed. The patient was diagnosed adhesions which was the causing pain.